Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated and was found to have recorded two fault messages. The device case was opened and an external power supply was connected. Electrical measurements were performed which verified that intermittent high current conditions were present. Pacing and sensing functions were verified. The cause of battery depletion could not be determined due to the intermittent condition.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a pre-implant interrogation of this pacemaker, it was noted that the pacemaker had recorded a high battery power usage fault message. Boston scientific technical services (ts) discussed the fault message and that the device should not be used for implant. The device was not used for implant and there was no patient involvement.